Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported distal end crack issue could not be determined, however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the distal end tip on the evis exera ii ultrasound gastrovideoscope was found to be cracked. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the distal end was cracked with a leak, and the distal sheath glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.